Event description:
The device was used during an unknown procedure. It was reported by the rep, balloon burst. There was no consequence to the pt.

Manufacturer narrative:
Device returned with no lot identification. Instrument returned with balloons burst and pieces torn free. Based upon the inquiry info received and the visual examination, it was concluded that the balloons had burst, making the instruments non functional. The instruments were received with the balloons burst and the pieces which had torn free from both balloons were returned in a separate bag. The balloons were examined under a 20x microscope, and the points of propagation could not be determined. No conclusions could be reached as to why the balloons had burst during surgery. Note: it was originally reported that 1 instrument was being returned, but 2 were received. Each instrument is evaluated during the assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.